Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: since no samples displaying the reported condition were received a potential root cause could not be defined. Rationale: since no samples displaying the reported condition were received corrective actions are not necessary.

Event description:
It was reported that the unspecified bd syringe luer-lok¿ tip plunger was difficult to move, and the syringe had to be screwed onto the luer "a couple of times" to get the small bore tubing set to work. This complaint was created to capture the 3rd of 3 related incidents. The following information was provided by the initial reporter: "lately when a syringe is screwed onto the luer-lok, the blue plunger is not being depressed enough to allow fluid to thru it. The nurses have been removing the j-loop and replacing it with a new one, only to have the same issue. The j-loops are not all from the same box or case. I was able to get the j-loops to work by repeatedly screwing a syringe onto the luer-lok end a couple of times."